Event description:
Customer reported a tandem mobi cartridge alarm occurring in multiple events starting approximately two weeks ago. There was no adverse impact to the customer's blood glucose level in all events. Customer was advised by technical support to replace the pump, and a replacement pump was sent. Customer was instructed to put the current pump into storage mode and return it to tandem, which the customer understood and acknowledged.